Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced cannula kinked event on (B)(6) 2026.the insertion site was abdomen.the blood glucose level was high at the time of event.the patient replaced infusion sets and resumed insulin delivery successfully. No further information is available.